Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation, and the reported problem could not be duplicated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system would not display the dose summary after fluoroscopy. No patient injury was reported.